Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the image processor circuit board was defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 was very slow to fully initialize and the image on the left monitor was dark. There was no adverse patient involvement reported. There was no patient info reported.